Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119747.

Event description:
Voluntary medwatch form received notes that a patient presented to clinic for follow up in (B)(6) 2020. Device interrogation revealed low p-wave and oversensing noise on the right atrial (ra) lead. Device interrogation in (B)(6) 2021 revealed far r wave oversensing on the ra lead. No changes or intervention were reported. No adverse patient effects were reported.